Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles were observed in the humidifier chamber. The patient also alleged to have a burning sensation in the mouth, tongue and throat. There was no report of serious harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. The device was visually inspected. The manufacturer confirmed white and black contamination consistent with dust and hair. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer concludes the device had evidence of contamination from an external source, consistent with dust. There was no evidence of sound abatement foam degradation.